Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: our failure analysis lab received an additional product with reference to this complaint, the following product was received: product code: 1962, lot tpe8201. Product code: 1962, lot uab1081. This complaint is for product code product code: 1962, lot tpe8201. 1. Please clarify if the additional devices from 1962/uab1081 belong to this complaint? Yes, the impacted product code is 1962 , lot number tpe8201 , involved quantity to be 1 and returned should be 1 . The impacted product code 1962 , lot number should be uab1081 , involved quantity to be 2 and returned should be 2 .and we updated related information in the (B)(6) on oct 11th. 2. If not, please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. Na. 3. If the device was not reported before, please provide more details of device malfunction. Na. 4. If the product doesn¿t belong to any complaint and was returned in error, please let us know so we can discard it or advise if the product is required to be returned. Na. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Corrected information: d 4. Primary UDI number. Additional information: h 6. Type of investigation. Additional information was requested, and the following was obtained: ¿ where was the foreign material found? (Inside the sterile barrier or outside of the sterile barrier?) It's fiber inside the sterile product. ¿ is it possible that the foreign material fell into packaging upon opening of device?-no. ¿ was the product seal on the foil still intact when the package was opened?-yes. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - pending evaluation of returned device. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and absorbable hemostat was used. It was found that there had been filamentous foreign matter on the product before using on patient during surgery. Changed to another two to continue the surgery, the same problem happened. Changed to another one to complete the surgery. No adverse patient consequences were reported.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: the complaint was initially reported to have a quantity of three involved for product code 1962 and lot number tpe8201. Based on the latest additional information please clarify the following: did a quantity of 3 devices corresponding to product code 1962, lot number tpe8201 have foreign matter? Yes, you can refer to the attached photos. The foreign matter is the fiber, it would be the incomplete fibrillation, but customer thought they are foreign matters was there any alleged quality deficiency with product code 1962, lot number uab1081? No, just three products have incomplete fibrillation. If the answer to question two is yes, what quantity of devices from product code 1962, lot number uab1081 experienced an alleged quality deficiency. Na. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: h 3. Device evaluated by manufacturer? Additional information: h 6. Component code, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions. H 6. Investigation findings: c22 ¿ photo investigation. Investigation summary: the product was returned to ethicon for evaluation. One open sample with a surgicel fibrillar was returned for analysis. Product code 1962. Upon visual inspection of the sample, no foreign matter was noted. But it was found that a portion of the surgicel fibrillar was not fibrillated. Based on the information currently available, workmanship defect was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.